Manufacturer narrative:
(B)(4). This report involves the same patient as in cmplnt-(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unknown antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. The patient was recovered from the peritonitis event. No additional information is available.